Manufacturer narrative:
Additional devices listed in this report: description: 36 +5 metal v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. : not available.

Event description:
Left hip revision due to painful hip. Head and liner exchange on patient.